Manufacturer narrative:
The symptoms were treated with bentelan. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluation was conducted.

Event description:
A dentist indicated two (2) patients experienced an allergic reaction resulting in swollen lips, pain, and ulcers approximately two hours after treatment involving optiview small kit. This is the second of two reports.